Event description:
It was reported that an instrument which was damaged during a primary procedure. Images of the size 3 talar dome trial which was damaged during the procedure were provided and will be scrapped. 2.4 steinmann pin cold welded to the trial.

Manufacturer narrative:
Analysis results are not available at the time of this report. Once the investigation has been completed any additional information will be reported in a supplemental report.